Manufacturer narrative:
The reported cuff stitch 180 degree left is intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke off during use, causing the tip to break off in the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the device can result in failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign post code (B)(6).

Event description:
It was reported that, during an arthroscopic rotator cuff repair surgery, the tip of the cuff suture broke and got caught in the thread. It is unknown whether the broken fragments were removed or left inside of the patient. A back-up device was available to complete the procedure, with neither surgical delay nor patient injuries as consequences of the alleged malfunction.